Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the turn knob had detached from the battery oscillator device. It was further determined that the device failed pretest for visual assessment, general condition, and check the quick coupling saw blades. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the battery oscillator device, and the reported condition that the device did not work at all was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the turn knob detached from the handpiece. The cause for this product failure is a confirmed design error and is covered under a CAPA. A review of the device history was performed, and no non-conformances were detected related to the reported condition. UDI ¿ (B)(4).